Event description:
The sheath snapped in half while being withdrawn from the body. The procedure was completed. On (B)(6) 2012, a user facility report was rec'd. The description of event is as follows: at the end of the procedure, the doctor was removing the long sheath to change to a short sheath and the long sheath sheared off. Part of the sheath remained in the vessel. Pressure was held as the pt profusely bled and the doctor worked to get the sheared off portion out of the vessel. The removal was successful and did not require surgical intervention. The pt was given protamine to reverse heparin previously given and given one unit of blood. The original intended procedure was an atherectomy of the right popliteal and superficial femoral arteries and balloon angioplasty of the distal right superficial femoral artery. The pt did bleed profusely, but the separated segment was successfully retrieved.

Manufacturer narrative:
Event is still under investigation.